Manufacturer narrative:
The event date is estimated. The investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient stated the ipg has not functioned for about seven years and the patient last charged about seven years ago. Due to this issue, the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with user error.